Event description:
A fresenius (B)(6) contact reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak visually observed by the staff and it was confirmed that there was no defect or damage seen on the dialyzer. The location of the leak was requested however was not provided. The machine, a fresenius 4008s machine, did not alarm because the staff noticed the leak as soon as it occurred. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was approximately 5 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was discarded and is unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was confirmed from the provided photos as the complaint device was not returned for manufacturer evaluation. Both photos show the dialyzer connected to the machine from different angles. There appears to be blood pooled in the lower bell housing, potentially indicative of an internal leak. The probable cause for this failure to occur was not conclusively determined, however it could include damaged/broken fiber(s) or an incomplete seal in the potting material. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A fresenius mexico contact reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak visually observed by the staff and it was confirmed that there was no defect or damage seen on the dialyzer. The location of the leak was requested however was not provided. The machine, a fresenius 4008s machine, did not alarm because the staff noticed the leak as soon as it occurred. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was approximately 5 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was discarded and is unavailable to be returned to the manufacturer for evaluation.